Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: the product said to be involved was returned in a plastic tray from the lot number provided in the report. The label matches the product returned. A photo was provided and reviewed. An evaluation of the photo provided by the user confirmed the report. In the photo provided, one leg of the trigger cord appears to have come off (or been pulled out) from under the bands with the bands still secure on the barrel. Our laboratory evaluation of the product said to be involved confirmed the report. The trigger cord attached to the barrel with six (6) bands, loading catheter, two-way handle and irrigation adapter were included in the return. During a visual examination, it was observed that one leg of the trigger cord had come out from between the first and second band on one side of the barrel and was hanging loose when returned. Two beads were present on the loose leg of the trigger cord. The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was held with members of production to further investigate loose leg of trigger cord on barrel. During the meeting, it was concluded that the device could not have left the facility with a loose leg of the trigger cord on the barrel. Therefore it is unknown how or at what point the reported observation took place. The subassembly device history record for the mbl string subassembly and the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The doctor reports that at the time of placing the device at the point of the endoscope, noted that the trigger cord had an excedent in the barrel [sic], for which he decided not to use it. The photo is annexed to the report. The photo depicts that one leg of the trigger cord has come off from under the bands with the bands still secure on the barrel. This would result in difficulty to deploy the bands. This occurred prior to patient contact; there was no impact to the patient.